Event description:
It was reported that the patient received hv therapy due to lead noise. The pacing threshold increased and the r-wave amplitude decreased. Lead impedance increased. The lead is scheduled for replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.